Event description:
It was reported that the asymptomatic patient presented to clinic for post sensed t-wave oversensing resulting in inappropriate atp. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.